Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-aug-2018 with the following findings: during investigation, the cartridge compartment was chipped. The cartridge cap was torn/punctured and was unable to tighten to the pump. Unrelated to the original complaint, the battery compartment was cracked near the top and above the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged the cartridge compartment and cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.